Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was vomiting and having convulsions. The patient´s father took the patient to the hospital and they took a blood glucose reading which was 330 mg/dl and the cgm was reading 200 mg/dl. The patient was treated at the hospital with IV insulin. The patient recovered and the blood glucose reading decreased to 199 mg/dl at that time of the event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.